Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after the patient's pump was implanted on (B)(6) 2012, his body started rejecting it . There was "so much" liquid and junk in there and the patient was getting a constant seroma over the top of the pump. It was further stated that the patient was getting as much as 120 mg of body fluid and would keep getting a "big sack" on the pump. Moving the pump to a different side and extending the catheter past the belly button on (B)(6) 2016 resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal dilaudid 20 mg/ml at 4.145 mg/day. It was reported that the patient¿s pocket site had ¿always¿ bothered him. It was unknown when the event/difficulty occurred. The patient experienced swelling at the pocket, and yellow or white fluid had been aspirated by the healthcare provider (hcp). The fluid was cultured; the cultures were negative, and there was no infection. It was unknown if there were environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention occurred; the pump was moved to the opposite side of the abdomen. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history included reflex sympathetic dystrophy, hypertension, and allergies to cipro and bactrim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.